Event description:
A family member reported that the keypad buttons were not responding with every button press. The family member reported that the keypad felt "gel like" but the keypad was not peeling or damaged. The patient reportedly wore the pump in an undergarment and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and difficult to press. There was evidence of contamination found under all key contacts.